Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in resetting it, after which the malfunction did not recur. The customer was advised to call back if the issue reappeared and acknowledged understanding the instructions.